Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's 3 way solenoid valve needs to be replaced to address the issue.

Manufacturer narrative:
Not returned to manufacturer.